Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was mis-feeding clips. The clips would not come; mis-feed or the clips would fall out of the jaws. Another device was used to complete the procedure. There was no pt impact.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.